Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain in the pocket. It was noted that the implantable cardioverter-defibrillator had migrated. The device was repositioned. No further information could be obtained.